Manufacturer narrative:
The previous distal end lead replacement was reported under medwatch MFR report # 2916596-2014-01020. Device evaluation: the pump remains in use supporting the patient; however, a portion of the percutaneous lead (lead) was received for investigation. Continuity testing of the returned portion of the lead found all wires were electrically intact. Visual examination found the gray tubing on the lead was torn at the distal end of the previous lead repair, and the underlying wires were visible, consistent with the observation made by the technical services representative during the onsite evaluation. The repair was examined, and all wires were properly connected. The outer silicone jacket and clear bionate layers of the lead were removed, revealing some breakdown of the braided shield consistent with the duration of use. Examination of the underlying wires revealed a breach in the brown wire insulation approximately 15 inches from the metal connector, which would have been underneath the repair on the distal end. The breach showed evidence of fatigue failure due to abrasion, and the underlying wires were exposed. If the exposed conductors of the brown wire contacted the braided shield or copper wrap while the patient was operating on tethered power, the resulting short to ground would have resulted in the reported alarms and speed reductions. Incidentally, white rescue tape was also present at the distal end of the repair site. Removal of the rescue tape revealed a small tear in the white outer silicone jacket layer of the lead. Review of the device history records showed no deviations from manufacturing or qa specifications. The manufacturer is closing the file for this event.

Event description:
The patient was implanted with left ventricular assist device (lvad). It was reported that the patient presented to the clinic for routine blood work and experienced a red heart alarm and felt the pump stop when bending over to pick up a bag. The alarm was confirmed upon review of the system controller log file. The patient reportedly experienced mild panic at the time of the pump stop, but had no other signs or symptoms of heart failure. Manipulation of the patient's percutaneous lead (lead) reportedly reproduced the initial pump stop and low speed event. A recent lead repair had been completed in (B)(6) 2014. A representative from the manufacturer's technical services team evaluated the lead and observed that the outer gray jacket from the previous distal end lead replacement was separated at one end, exposing the underlying repair site. No broken wires were found during the examination. A distal end lead replacement was successfully completed and the patient was placed on a grounded power module patient cable. No further alarms have been reported.